Event description:
It was reported that vessel dissection occurred. A 3.00 x 16mm synergy xd drug-eluting stent (des) was advanced and deployed in the left anterior descending artery. After post-dilatation, a dissection was noted on the proximal part of the stent. A 3.5 x 12mm synergy megatron des was used to cover the dissection and the procedure was completed. No patient complications were reported.